Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was evaluated and replaced, and the output voltage was adjusted to 12vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the monitors intermittently turned off. This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.